Event description:
The first of two reports involving a (B)(4) from the same facility. Cross reference with MFR number 2648988-2011-00058 (pr (B)(4)). A male geriatric pt was undergoing a right lobectomy for tissue resection. After approx 10 minutes of use, the end of (B)(4) broke off. The unit was replaced with another (B)(4) (different lot number) and the surgery was resumed. About 10 minutes later, the end of the second tip also broke off. It was replaced with a new one and the surgery resumed without further problems. The only other device being used during the surgery was a suction device and the surgeon stated that there was no metal to metal contact and claims that no abnormal force was used during surgery. The equipment settings were suction: 60/irrigation: 30-40/power: 60-70.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.